Event description:
Device 3 of 3. Reference MFR report: 1627487-2011-10180. Reference MFR report: 1627487-2011-10181. The pt received the scs system on (B)(6) 2010 consisting of an ipg, two percutaneous leads (same lot) and two anchors (same lot). It was reported the pt experienced intermittent rib and stomach stimulation. It was also reported the pt stopped using the scs system as a result and had not recharged in quite some time. The ipg battery had been depleted; however, it was still able to communicate. The physician removed the entire scs system and replaced it with an ipg and surgical scs lead on (B)(6) 2011.

Manufacturer narrative:
Evaluation: results: the complaint could not be confirmed. As received, both returned anchors were modified at the distal end. Various lab leads were successfully inserted into both anchors. The locking mechanism of the anchors functioned as designed. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.